Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:3006705815-2021-00220. It was reported the patient experienced an infection at the lead site. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted. The patient was hospitalized and received both oral and IV antibiotics. The issue has since been resolved.